Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report a reservoir occlusion. The customer's blood glucose reading was unknown. Customer stated insulin would not come out when pushing on the plunger, she used a different reservoir and it worked. Customer stated she would call back if problems persisted and did not request a replacement.